Manufacturer narrative:
H10 - one used list # ch2000s-c, spinning spiros® closed male luer, red cap; lot # unknown and one used partially full 30ml syringe was returned for evaluation. The reported complaint of leakage can be confirmed. The leaks occurred from the area of the o-ring/poppet interface of the returned spiros. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. Additional information can be found in b3, b4, b5, d11, and g1.

Event description:
Additional information received reported that the mating device used was an unspecified smartsite and the leak was noted at the housing of the spiros. The tubing set up was alaris short pump set connected to alaris hydration. There were no holes, cuts, tears or any defect noted.

Manufacturer narrative:
The device has been returned for evaluation. Investigation is pending.

Event description:
The event occurred on an unspecified date in (B)(6) 2020, and involved a spinning spiros® closed male luer, red cap where spiros was leaking when using chemotherapy. There was patient involvement and no adverse event nor anyone harmed as a result of the reported event.